Event description:
At the time of the surgery, were any of the following conditions present? Yes, primary stability was achieved. At the time of the event or implant failure/removal, was there fistula. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".